Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus and prime/fill anomaly noted. Pump passed the delivery accuracy test at 0.08710 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 419 mg/dl. The customer was treated with bolus. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high bg event. The insulin pump will not be returned for analysis.